Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary - foreign material (fm) such as thread was found on a gasket on the returned sample to sbdm. - based on infrared spectrometry (ir) analysis of the complaint sample, the material of fm was polypropylene, the same raw material of barrel and plunger. Medical grade silicon was found in the sample, which is use to assemble syringe. - house sample and bd stock inspection (lot no.: 1703222): sbdm investigated 2,400 house samples for lot no. 1703222 which were in sbdm warehouse and bd warehouse ((B)(4)). There were no issue. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Corrective action: had quality training on this customer complaint for syringe assembly line workers and plunger molding line workers. Monitoring of syringe component molding process. Checking and reconfirming of molding work condition and implementing of preventive maintenance for syringe mold. Implement enhanced syringe assembly machine cleaning 3 times per day (before work, before lunch time and after finish work) conclusion: based on investigation result of the complaint case, fm on syringe, it was polypropylene burr, the same raw material of plunger and barrel. Likely root cause is that burr may be occur due to the plunger had misaligned slightly and the cumulative burr may have escaped into plunger while silicon was sprayed inside the bar. Root cause: - likely root cause is that burr may be occur due to the plunger had misaligned slightly and the cumulative burr may have escaped into plunger while silicon was sprayed inside the bar.

Event description:
It was reported that before use, a bd¿ syringe was found with foreign matter in the syringe. There is no report of injury or medical intervention reported.